Event description:
The jaws of the stapler refused to open after the instrument fired. This is the second such event with an endo gi universal stapling device. The sales rep was notified and determined that both devices had been from the same lot number. The remainder of the devices from this lot number were pulled from the shelf. Device usage probelm: device malfunction - that is, the device did not do what it was supposed to do.